Event description:
Device report from (B)(4) indicated a hospital in (B)(6) reported: pt implanted on an unk date with pfna nail and locking bolt, returned to surgeon for routine follow up visit on an unk date. It was discovered the pfna nail was partially broken up to the distal locking. Pt was returned to operating room on (B)(6) 2012 for removal of the hardware. Pt was revised to a long gamma nail.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates, the dimensions of the nail (as far as measurable) were checked and found to be in accordance with the technical drawing of the producer and ao/asif specifications. According to the raw material inspection sheet and the MFR papers, the alloy complies with ao/asif specifications and international standards. The examination of the mfg papers showed no deviation from normal conditions or any irregularity of the production process. A fragment of the cannulated nail broke off at the oval hole in the nail's distal part. After breaking, the nail fragments and the locking bolt rubbed against each other causing some destruction of the fracture surfaces. Several plastic deformations and gliding, wear marks are shown inside the oval hole and on the small fragment. Several fatigue cracks originated from the mechanical damage inside the locking hole are documented. It is assumed that the crack initiation started inside the oval hole in the area of the contact zone of the nail and the locking bolt. Observations and findings indicate the nail breakage was caused by fatigue and overload from dynamic bending and torsional loads. Over a period of time the nail had to absorb and neutralize forces that have been greater than the tolerable load. No evidence of material or mfg defects could be found.